Event description:
The pump was returned for investigation. Investigation revealed that the display was faded and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during testing, the display was found to be faded and pink. Unrelated to the complaint, a review of the pump history revealed multiple call service alarms. The pump performed rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The call service alarms were found in the pump history but were not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).